Event description:
The facility's director of pharmacy reported an infusion pump that failed to alarm for an upstream occlusion. Reportedly, the nurse ran a glass bottle with a non-vented set, in error, for seven hours. The pump did not alarm for an upstream occlusion. The event occurred during pt use. No additional info was available.